Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis could not confirm the customer comment that the device was not pacing, however it was noted that both output connectors were broken, and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. It was thought that there may have been a connection problem with the cables, and the ventricular port was in need of repair. The epg has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.